Event description:
Additional information was received indicating that the patient had her first stroke in 2011. The physician felt that it was unrelated to vns and no interventions have been taken for the patient. The physician also indicated that the type of cancer was unknown as was the date that the cancer was first observed; however the physician indicated that there was no relationship to vns.

Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient has a history positive for stroke and cancer, type not specified. It is currently unknown if these events are related to vns. However, the patient did report on (B)(6) 2012, that she had a recent stroke which she attributed to stress. Attempts for additional information are underway.